Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pacing problem with the external pulse generator (epg). The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm that there was a pacing problem with the external pulse generator (epg) noting that the device was mechanically intact and passed all incoming tests. Analysis noted that the battery contacts were dirty. The device was scrapped. If information is provided in the future, a supplemental report will be issued.